Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urinary foley catheter balloon failed to remain inflated. Per follow up information received via ibc on 11jun2025, stated that the tracking information was provided, event during use and quantity involved one.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual: received 1 all silicone foley catheter. Using in house syringe attempted to inflate catheter balloon with 10ml of mbs. Upon inflation, solution started to leak into drainage funnel causing lumen to lumen leak. This does not meet specification which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloons are not allowed and must inflate and deflate with the use of a syringe. A labeling review was not performed because labelling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urinary foley catheter balloon failed to remain inflated. Per follow up information received via ibc on 11jun2025, stated that the tracking information was provided, event during use and quantity involved one.